Event description:
The customer reported the system failed to properly save patient cine data. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.